Event description:
Emergency medical service personnel were externally pacing a pt, condition unknown. Allegedly the pacer intermittently lost power several times during the reported event. There were no adverse effects to pt as a result of the alleged malfunction.

Manufacturer narrative:
Physio-control examined the device and could not confirm or duplicate the alleged malfunction. The device was returned to the customer for use.